Event description:
Procedure: hemorrhoid. According to the reporter: the stapler fired and cut but the staples deployed not formed properly. The surgeon had to hand sew a circle to close the area of tissue that was cut. A second stapler was fired to resect the tissue that was not captured while using the original stapler. The second hole on the center rod was used. No significant bleeding reported. No delay in operating room time.

Manufacturer narrative:
(B)(4).